Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked select button on the keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir lip was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.